Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 408 mg/dl before it was 378 mg/dl, 420 mg/dl and 366 mg/dl then it was 412 mg/dl customers current blood glucose is 437 mg/dl and most recent is 453 mg/dl the customer was given insulin bolus doses. The pump will not be returned for analysis.